Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice in december for diabetic ketoacidosis. The blood glucose level at the time of hospitalization was unknown. The customer stated that insulin pump has failed and it did not alarm. It was unknown whether customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer using the auto mode feature at time of reported event. The insulin pump will not be returned for analysis.